Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8004900. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed, our quality engineers were able to identify silicon residue on port a, indicating that the root cause excess application of silicon to the device. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Customer reported loose side tube issues; sample have been functional tested and visual inspected showing problems (disconnection and silicone presence); after sample evaluation by the engineering team, the potential causes for luer lock detachment is a wrong assembly or the silicon presence on port a; unfortunately, the package was opened and sample handled prior investigation to discard one of the two potential failure modes. Reviewing maintenance records for equipment under investigation, nothing extraordinary was reported and no repairs performed during lot production on stations 03 and 06. Quality records (internal rejects) have been consulted for tracking and trending purposes and no issues like this are detected. Issue previously reported in customer complaints but only 4 times confirmed for connecta product family, however, only 3 customer complaints were confirmed with a probable root cause of silicone presence (during 2013-2018). The complaint rate remains historically low levels as observed on records which means pretty low occurrence. Process fmea rm5895 and eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause is associated to station 03 and station 06.

Event description:
It was reported that bd connect¿ stopcock had a loose connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock had a loose connection. No serious injury or medical intervention was reported.